Event description:
It was reported that the patient was having problem with the location that the device was implanted. The doctor implanted the device in patient¿s chest and it was in the muscles outside of his rib cage. It was ¿real painful operation¿ and the pain lasted six months by the time that ¿it scars back over.¿ it was also reported that ¿nobody maintained [the device] at all.¿ the device was not checked until it ¿failed.¿ it was reported that the implantable neurostimulator ¿only lasted 14 months¿ and ¿did not have any voltage reading at all¿. The patient was told by the health care professional that the device did not work. The device was replaced. Additional information received reported that the ¿cause of event was gastroparesis¿ though the patient had not been seen by the health care professional since (B)(6) 2008 post-operative visit. The event that the reporter was referring to was unclear.

Manufacturer narrative:
Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was later reported that the patient's first 3116 (device) only lasted 14 months and when it quit he had vomiting